Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2106040. Medical device expiration date: 31may2026. Device manufacture date: 24may2021. Medical device lot #: 2111037. Medical device expiration date: 31oct2026. Device manufacture date:26oct2021.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: update (B)(6) 2022 incident 1: syringe was prematurely empty. Syringe pump indicated after 1 hour instead of 5 hours that syringe was nearly empty. Unused samples present: not known because packaging is no longer in our possession from used syringe. The following lot numbers were present at the department 2106040 and 2111037. We noticed that before we had even attached the syringe to the patient, the syringe was suddenly empty while it had previously been filled with 27cc of medication. There was also a pool of fluid on the floor. We do not think the leakage went through the pipe as it felt dry.

Manufacturer narrative:
The following are suspected lots: d4: medical device lot #: 2111037. D4: medical device expiration date: 10-oct-2026. H4: device manufacture date: 03-dec-2021. D4: medical device lot #: 2106040 . D4: medical device expiration date: 31-may-2026 . H4: device manufacture date: 02-jul-2021. The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 01-aug-2022. H6: investigation summary two samples of unknown lots were provided to our quality team for investigation. Through visual inspection, no damage or molding defects were observed. A device history review was performed for the suspected lots 2106040 and 2111037, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of each lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and all product met required specification. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: update 4-may-2022 incident 1: syringe was prematurely empty. Syringe pump indicated after 1 hour instead of 5 hours that syringe was nearly empty. Unused samples present: not known because packaging is no longer in our possession from used syringe. The following lot numbers were present at the department 2106040 and 2111037. We noticed that before we had even attached the syringe to the patient, the syringe was suddenly empty while it had previously been filled with 27cc of medication. There was also a pool of fluid on the floor. We do not think the leakage went through the pipe as it felt dry.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: update 4-may-2022 incident 1: syringe was prematurely empty. Syringe pump indicated after 1 hour instead of 5 hours that syringe was nearly empty. Unused samples present: not known because packaging is no longer in our possession from used syringe. The following lot numbers were present at the department 2106040 and 2111037. We noticed that before we had even attached the syringe to the patient, the syringe was suddenly empty while it had previously been filled with 27cc of medication. There was also a pool of fluid on the floor. We do not think the leakage went through the pipe as it felt dry.

Manufacturer narrative:
The following fields were updated due to additional information: b.3. Date of event: 27-apr2022. H3 other text : see h.10.